Event description:
It was reported that this implantable pacemaker was found in safety mode. As a result, the device was scheduled for replacement. The device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was found in safety mode. As a result, the device was scheduled for replacement, however, the device replacement has not yet been confirmed. No adverse patient effects were reported.